Manufacturer narrative:
On 12/09/2019, mentor received additional information about the event. The suspect medical device is a mentor smooth round moderate profile 300cc saline breast prosthesis, catalog #3501645, PMA #p990075, UDI #(B)(4). On (B)(6) 2019, mentor received additional information about the event. The lot number of the suspect medical device is 5670690. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral breast capsular contracture, right breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent an unspecified breast surgery with unspecified mentor saline breast prostheses when the right breast prosthesis deflated after implantation. In addition, the patient developed capsular contracture (baker grade unknown) in both breasts. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 450cc gel breast prostheses on (B)(6) 2017. This medwatch report is for the right breast prosthesis.